Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation by baxter personnel, a colleague infusion pump experienced failure code 813:01 on channel b after entering the service feature. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service during testing. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty channel b pump head module. To correct the condition, the channel b pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.